Manufacturer narrative:
See MDR 1920664-2007-00659 for delivery device used with this lens.

Event description:
The lens could not be loaded correctly into the delivery device. There was patient contact, but no patient injury. Another lens was used to complete the procedure.